Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification and moderate tortuosity. The 2.75x28 mm xience alpine stent was implanted and a dissection was noted at the proximal edge. The 2.5x18 mm xience xpedition stent delivery system (sds) was attempted to be advanced but failed to cross the lesion due to the anatomy. A 2.5x28 mm xience alpine stent was then implanted to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.